Event description:
Dobhoff feeding tubes with stylets in place - while the metal stylet is essential for placement of the tube, removal of the stylet is a challenge - patient found to have stylet in place several days after placement which led to dehydration and hyponatremia. Stylet plastic tip is the very same color as the ports on the feeding tube and can be difficult to differentiate easily for users. Two ports so inexperienced users may think stylet is supposed to be there and use the smaller port, restricting flow rate of feeds and fluids.